Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified below the knee vessel. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. However, during the second inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.